Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg does not communicate with external device following a MRI procedure. Additionally, patient felt slight warmth in the leg during the MRI. Reportedly, the ipg was set into MRI mode prior to the MRI procedure. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott that a patient¿s ipg does not communicate with external device following a MRI procedure. Additionally, patient felt slight warmth in the leg during the MRI. Reportedly, the ipg was set into MRI mode prior to the MRI procedure. Additional information received indicates that the warmth in the leg was resolved. It was just during the MRI procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Corrected data: medical device problem code.

Event description:
Additional information received indicates that the warmth in the leg was resolved. It was just during the MRI procedure.